Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a quick bolus cancelled notification became frozen on the pump screen and the customer was unable to clear it. The customer performed a pump reset and was able to clear the screen and resume insulin delivery. There was no reported impact to the customer's blood glucose level.